Event description:
It was reported through stryker facebook page: "had mine done 4 years ago never was right, had a revision 3 months ago, no better. Orthopedic facility no help."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. H3 other text : device not returned to the manufacturer.